Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and device return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports right side deflation. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional information: b.5., d.7., d.10., h.3., h.6.

Event description:
Healthcare professional reports right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified a crease/fold, wear abrasion, white particles in the shell, one linear opening on the posterior and an observed void >1 mm on the non-textured, valve-to shell-bond area. A leak test and microscopic analysis was performed which identified: one crease smooth opening on the posterior. The fill test inspection was performed, and no blockage was noted. Based on the device analysis the final assessment is: one crease smooth opening on the posterior assessed as a fold-flaw opening. Additional information: h.3, h.6.